Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from the improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No further information regarding the event has been obtained or provided from the customer. The subject device was returned to olympus for evaluation. The customer's reported problem was confirmed as the distal tip cover glass lens has adhesion on the lens attributing to reflections on the image. Additionally, the light guide post was found broken off. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; therefore, the root cause of the reported defects cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer report via repair request the ¿ultra¿ telescope with trocar tube connector was found to have a damaged tip lens an unspecified event. During the repair evaluation, a damaged/broken off light guide post was found. No death or injury and no impact to patient or other has been reported. This report is being submitted to capture both the reported broken tip lens and the broken off light guide found during the repair evaluation.